Event description:
A pt reports following lasik surgery, he is experiencing floaters, glare, halos, severe starbursts and dry eyes. The pt stated the floaters make it, 'difficult to see' and he is having trouble driving due to the starbursts. The pt was seen by several drs for second opinions. One dr mentioned corneal imperfections and flat corneas. The pt indicated he had done some research and found out about central islands and thinks that is what the corneal irregularities are. This report is for the left eye, the right eye is being submitted under MFR # 1061857-2008-00081. The surgeon who performed the lasik procedure on this pt indicated the pt did not have central islands and has not been harmed or injured by this event. The surgeon declined to provide any pt records. Pt records were provided by one of the drs the pt saw for a second opinion. The records indicate at 4 mos post-op bcva in the right eye was 20/15; left eye was 20/15-2. Ucva in both eyes was 20/20. Pt has peripheral vascular disease.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available.